Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported failure to advance and stent dislodgement appear to be related to calcification in the anatomy and the treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure to treat a very calcified lesion in a severely tortuous circumflex (cx) coronary artery, an attempt to cross the lesion was made using a 3.0x15 rx xience alpine drug eluting stent (des) system, however, the rx xience alpine failed to cross the lesion due to the heavy vessel calcification and tortuosity. During withdrawal without resistance felt, the rx xience alpine stent dislodged upon entering the distal end of a non-abbott guiding catheter and embolized down to the left profunda. Though attempts were made to snare the dislodged stent, the attempts were unsuccessful and the dislodged stent remains securely wedged (not crushed or deployed) in the profunda artery. As the patient remained asymptomatic and the dislodged stent resides in a non-threatening location, the stent was left in the profunda. The target lesion was successfully treated via balloon angioplasty. The patient was discharged the following day in good condition. There were no adverse patient sequelae. While a delay was reported, it did not cause or contribute to any health impact. No additional information was provided.